Manufacturer narrative:
This report is submitted on may 10, 2019. (B)(4).

Event description:
Per the surgeon, the patient experienced bone overgrowth at the abutment site and subsequently underwent a bone and skin revision surgery on (B)(6) 2019 under general anaesthetic; the abutment was removed during this procedure.